Manufacturer narrative:
(B)(6).

Event description:
The customer provided a sample of a patient with known questionable thyroid results to an investigation site for further investigation. At the investigation site there where discrepant results identified for elecsys tsh, elecsys ft4 ii, and elecsys ft4 iii between the investigation sites cobas e801 module, the investigation sites cobas e 411 immunoassay analyzer, and the abbott architect method. The customer did not provide any thyroid results from their analyzers. This medwatch will cover ft4 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii results and medwatch with patient identifier (B)(6) for information on the tsh. There was no allegation that an adverse event occurred. The e801 module serial number used at the investigation site was (B)(4). The e411 analyzer serial number used at the investigation site was (B)(4). The ft4 iii reagent lot number used with the e411 analyzer at the investigation site was 331797 with an expiration date of may-2019. The ft4 iii reagent lot number used with the e801 module at the investigation site was 304694 with an expiration date of apr-2019. Calibration and qc data at the investigation site were acceptable. From the data provided, a general reagent issue can be excluded. Assays from different manufacturers, in this case, abbott, can generate different results. The investigation did not identify a product problem. The cause of the event could not be determined.